Event description:
A malfunction alarm occurred with the pump, specifically alarm 20, which was previously reported. The impact on the customer's blood glucose level was not disclosed as the customer declined to answer a direct question about it. Technical support arranged for a replacement pump and instructed the customer on how to store and return the faulty pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.